Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5090278/5084335.

Event description:
It was reported that the patient was having pain at the ipg site and was experiencing ineffective therapy due to an increased pain despite multiple reprogramming. The patient was prescribed with lidocaine patches to treat soreness at the ipg site. The patient will undergo an explant procedure. Additional information was received that the patient was also having difficulty charging the ipg. The patient underwent a system explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was having pain at the ipg site and was experiencing ineffective therapy due to an increased pain despite multiple reprogramming. The patient was prescribed with lidocaine patches to treat soreness at the ipg site. The patient will undergo an explant procedure.